Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Three casters will not stay up inside the base due to it being stripped where casters attach.